Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering the full amounts for the boluses requested. Reportedly, the customer went to the hospital for diabetic ketoacidosis (dka) and blood glucose (bg) levels of 600 (mg/dl). A correction bolus was delivered in an attempt to address the issue. While at the hospital, the customer received insulin via intravenous insulin and saline. The customer was released from the hospital on (B)(6) 2018, with the issue resolved and no permanent damage to the customer. During troubleshooting with tandem technical support, a bolus of 5 units were delivered and insulin was observed exiting from the end of the tubing. However, the customer alleged that the amount of insulin observed was not 5 units. The customer consulted with the clinical diabetes specialist and reverted to a back-up pump.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a different issue was identified.